Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1059 - vista nova, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor with radiopaque markers was chosen for implant. Prior to deployment, while in the cusp overlap view (cov) the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp (ncc). Final implant depth from the ncc to the ventricular end of the frame was reported 6.06mm. Post-procedure, patient experienced restricted visual field, dizziness, and bradycardia with third degree atrioventricular block. On (B)(6) 2026, a magnetic resonance imaging test of the skull confirmed hemorrhagic posterior infarction. It was also reported the patient received a permanent pacemaker implant on (B)(6) 2026. Prolonged hospitalization of 17 days was reported for pacemaker implant and cardiac rhythm monitoring.